Manufacturer narrative:
Additional information received indicated that the extravasation was likely not related to the delivery catheter system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the right femoral artery sheath was removed and a perclose device was used. Angiogram indicated significant extravasation. Ballooning was performed and an angioseal device was used at the site, however leaking continued. A 9 mm by 100 mm stent was placed. Angiogram indicated hemostasis and adequate distal blood flow. No other adverse patient effects were reported.